Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding pump's screen will not turn on when the unit is powered up. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿screen will not turn on.¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.